Event description:
The hospital reported an error that results in a loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power controller board was replaced to resolve the issue. Customer contact reports no patient information available. Legal manufacturer: (B)(6).